Event description:
Reporter indicated that pt developed an infection at the generator site. Pt was hospitalized for five days receiving antibiotic therapy, then discharged to continue antibiotic therapy at home. No plans to explant at this time.